Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization. The patient presented to the index procedure with angina. Target lesion 1 was an ostial lesion in the circumflex (cx). The lesion was 2.5 mm wide, 6 mm long, and 90% stenosed. Prior to cx stenting, a guidewire was placed in the left anterior descending artery (lad) to "protect the branch". Flow was maintained in the lad following the procedure. The physician then direct stented the lesion was a 2.5 x 8 mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. On day 546 post index procedure, the patient was admitted with chest pain of 48 hours duration which was gradually worsening. Her chest pain was also accompanied by diaphoresis. Cardiac enzymes were negative. At 5 days later, treatment consisted of off pump coronary artery bypass graft times two including saphenous vein graft to the 2nd obtuse marginal, with end-to-side anastomosis and lima to the lad, with end-to-side anastomosis. The patient was discharged 4 days later. In the opinion of the physician, there is a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.